Event description:
Related manufacturer report number: 2017865-2022-03290, 2017865-2022-03291. It was reported, the patient recently was implanted with the device. When the patient did not return to the hospital to pair the device to the app, the hospital was informed the patient has passed away. The physician does not allege the device or leads caused or contributed to the patient's death. The cause of death is unknown. Further information has been requested but not yet received.